Manufacturer narrative:
From interviews with (B)(6) - patient. (B)(6) was traveling and did not have time to and did not want to charge device. Device uses a cellular technology to up load data to server. Device is essentially a cellular phone and just like a cellular phone when you are in a week cellular zone and are attempting to upload 100% of the data (setting set by test facility) the battery drains and recharging is necessary. (B)(6) was abusive on the phone and was not interested in a conversation regarding the device or about improved use scenarios. I was able to confirm that she had not been hurt in any way and that no physician intervention was required.

Event description:
(B)(6) was using event monitor. (B)(6) was traveling during the use of the monitor. The monitor required charging daily because (B)(6) monitor was in full upload mode and (B)(6) did not have consistent cellular service as she was driving. (B)(6) felt that it was unreasonable to have to charge the device daily and was very upset that she needed to. (B)(6) confirmed that she was not hurt in anyway and that she did not need to seek medical attention as a result of using the device. (B)(6) was the patient and not the medical professional or monitoring service.